Manufacturer narrative:
Device history record (DHR) states: review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from oracle was verified and one device was scrapped during the assembly process (dipcoat) which is not related to the reported event. In addition, DHR for shell runs number (B)(4) did not identify any deviations, errors, omissions or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications.

Event description:
Healthcare professional reported: ¿patient came into clinic on (B)(6) 2016 with right-side seroma; fine needle aspiration (fna) on (B)(6) 2016 for flow cytometry to rule out bia-alcl, inadequate sample (B)(6) 2016; fna repeated in (B)(6) 2016; cytology on fna was positive for alcl.¿ events involve natrelle implant. As pathological markers confirming lymphoma alcl have not been received, the event of "cytology on fna was positive for alcl" will be captured as lymphoma.

Manufacturer narrative:
The events of lymphoma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event and product details has been requested. No additional information is available at this time. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: ...reoperation, implant removal, hematoma/seroma."

Event description:
Healthcare professional reported: patient came into clinic on (B)(6) 2016 with right-side seroma; fine needle aspiration (fna) on (B)(6) 2016 for flow cytometry to rule out bia-alcl, inadequate sample; fna repeated on month (B)(6) 2016; cytology on fna was positive for alcl." Events involve natrelle implant. As pathological markers confirming lymphoma alcl have not been received, the event of "cytology on fna was positive for alcl" will be captured as lymphoma.